Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 18 closed samples and 1 open and unused sample with the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results are: 0.37 kgf in average and 0.01 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) one of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). However, taking into account the open and unused sample received with the needle detached from the thread and the thread is still wound on the pack, we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn quick suture. The client reported that the needle came off the suture during preparation. The procedure would have been subcutaneous, it was a dermatology practice there was no patient involvement.